Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 29mg/dl, and the paramedics were called. It was stated that the customer was treated at the hospital and released the same night. The con stated that the customer had high blood glucose and treated with boluses repeatedly for food that he did not eat. He stated that the customer may have entered food into the insulin pump to get more insulin as his glucose level was staying high. The son stated that the customer had down that on prior occasions. The customer's glucose levels was 585mg/dl, and he was not able to calibrate the sensor that it was placed the night before. The only calibration done it was within an hour of multiple boluses. No further information was provided.